Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. A system log review cannot be performed as the event date and specific da vinci system information are unknown. .

Event description:
It was reported that a patient underwent a da vinci-assisted surgical procedure and the middle of a staple line leaked after a successful firing sequence with a sureform 60 instrument and unknown sureform 60 reload color. The customer has had to use a v-loc suture to repair the defect and to reinforce the staple line. The event date and further specifics of the event are unknown. The surgeon report this event occurred approximately six months ago. The surgeon indicated that the procedure was completed robotically and the patient recovered well.